Event description:
It was reported that this female peritoneal dialysis (pd) patient passed away while connected to the liberty select cycler. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The information was limited as the patient was already discharged from the clinic system. The patient was found unresponsive by her son on the morning of (B)(6) 2026. The patient was still connected to the liberty select cycler; however, it is unknown if the patient was still in treatment. Emergency medical services (ems) were initiated to the patient¿s home. The patient was pronounced deceased at home. No information was provided as to whether the patient was administered any resuscitative efforts. The cause of death is unknown, and the end stage renal disease (esrd) death certificate is not available. The is no allegation of the liberty select cycler causing the patient¿s death. The patient was completing pd treatments without any adverse issues prior to the death. No treatment information for the date of death was available, but there have been no reported issues with the pd treatment. It was reported that this patient has pre-existing cardiac history in the setting of esrd and that the death is likely related to comorbid conditions.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of death. However, there is no documentation in the complaint file to show a causal relationship between the death and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. There were no reported issues with the patient¿s treatment prior to the death. The patient reportedly had pre-existing cardiac history in the setting of esrd and the death was likely related to comorbid conditions. ¿among patients with eskd, cardiovascular disease accounts for approximately 50 percent of deaths¿. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death.

Event description:
T was reported that this female peritoneal dialysis (pd) patient passed away while connected to the liberty select cycler. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The information was limited as the patient was already discharged from the clinic system. The patient was found unresponsive by her son on the morning of (B)(6) 2026. The patient was still connected to the liberty select cycler; however, it is unknown if the patient was still in treatment. Emergency medical services (ems) were initiated to the patient¿s home. The patient was pronounced deceased at home. No information was provided as to whether the patient was administered any resuscitative efforts. The cause of death is unknown, and the end stage renal disease (esrd) death certificate is not available. The is no allegation of the liberty select cycler causing the patient¿s death. The patient was completing pd treatments without any adverse issues prior to the death. No treatment information for the date of death was available, but there have been no reported issues with the pd treatment. It was reported that this patient has pre-existing cardiac history in the setting of esrd and that the death is likely related to comorbid conditions.

Manufacturer narrative:
Correction: d10.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
T was reported that this female peritoneal dialysis (pd) patient passed away while connected to the liberty select cycler. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The information was limited as the patient was already discharged from the clinic system. The patient was found unresponsive by her son on the morning of (B)(6) 2026. The patient was still connected to the liberty select cycler; however, it is unknown if the patient was still in treatment. Emergency medical services (ems) were initiated to the patient¿s home. The patient was pronounced deceased at home. No information was provided as to whether the patient was administered any resuscitative efforts. The cause of death is unknown, and the end stage renal disease (esrd) death certificate is not available. The is no allegation of the liberty select cycler causing the patient¿s death. The patient was completing pd treatments without any adverse issues prior to the death. No treatment information for the date of death was available, but there have been no reported issues with the pd treatment. It was reported that this patient has pre-existing cardiac history in the setting of esrd and that the death is likely related to comorbid conditions.